Manufacturer narrative:
The actual sample was returned and evaluated. No defects were observed and the manufacturing plant found the device to be functionally adequate. A review was conducted of all lots of this style, and no out of specification findings were observed. This product has a slender bolus tip (5 gms) the customer was used to feeding tubes with a larger bolus. The larger bolus reduces the possibility for tubes to enter the lung. Co has informed the customer co makes a tube with a 7 gm tip. Generally, puuemothoraxes are caused when inserting feeding tubes in high risk pts (i.e., elderly, unable to swallow, severly debilitated or trached).

Event description:
A chest tube was placed due to pneumothorax. No further consequences were experienced. The pt is doing fine.